Event description:
It was reported that during a left internal carotid artery stenting procedure in a heavily tortuous and heavily calcified vessel, the emboshield nav6 was placed successfully, distal to the lesion. The stent delivery system (sds) failed to cross the lesion and during attempted sds advancement, the filter lost position. The filter was retrieved without issue. Another filter was placed and another stent was used to complete the procedure. There was no reported significant delay in procedure and no reported adverse patient effects. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use (IFU) provides the following precautions: maintain proper guiding catheter/sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. Based on the case description, the filter migration appears to be related to lack of guide catheter support and/or anatomical conditions and there is no indication to suggest a product deficiency.